Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was discovered that this report is a duplicate of manufacturer report number 6000001-2011-01854. All further investigation will be addressed in manufacturer report number 6000001-2011-01854.

Event description:
It was reported to baxter (B)(4) that an ipump device failed to alarm for a downstream occlusion during patient use. There was no patient injury or medical intervention. No additional information is available at this time.